Event description:
It was reported via repair work order that the fowler would not lower below 20 degrees and the manual CPR release was not functioning due to a bent CPR release arm, stretched CPR spring, and misaligned CPR cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.